Manufacturer narrative:
(B)(4). Batch # m92839c. The analysis results found that the device was received with the tissue pad detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. It is possible that the damaged tissue pad could have affected the device cutting and sealing performance. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and the following was obtained: did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece actually broke off) or did the tissue pad lift up only and no part of the tissue pad fell off? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? They were using advanced hemostasis mode a lot to try and stop bleeding. The tissue pad melted and came off when the tech wiped the device to clean it.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the tissue pad for the device started to come off of the jaws. Another like device was used to complete the procedure. They were using it in advanced hemostasis mode. There were no adverse consequences for the patient.